Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.